Event description:
Reportable based on preliminary device analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, a shaft kink occurred. The target lesion was located in the mid left anterior descending artery. Pre-dilation was performed with a 3.0x10mm flextome cutting balloon. The 3.0x20mm promus element coronary drug-eluting stent system was intended for deployment; however, a kink was noted in the proximal shaft prior to use in the patient. The procedure was completed with a 3.0x24mm promus element stent. There were no patient complications reported and the patient's status is stable. However, preliminary device analysis revealed the stent was not on the delivery system.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Visual and microscopic examination identified a shaft kink 250mm from the strain relief. The stent was not on the device as received; however, there were visible crimp marks on the balloon. The balloon had contrast media within and appeared to be partially inflated which identified that the balloon was subjected to positive pressure. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).